Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high. On (B)(6) 2011 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient stated she could not recall the exact date or time that the alleged issue began. The patient stated "sometime in (B)(6)" she tested her blood on the subject meter and received readings of "117 mg/dl and 122 mg/dl" which she felt to be higher than her normal readings and feelings. The patient stated her normal readings are "90-120 mg/dl." The patient informed the mss that she manages her diabetes with metformin pills (1000 mg twice per day) and tests three times per day. The patient stated that she did not make any changes in regards her to normal diabetes management routine when she received the alleged high readings. The patient alleged that at the same time she was testing her blood, she began to feel "shaky." The patient reportedly treated herself with crackers and something to drink and after 30 minutes her symptom abated. The patient denied re-testing her blood glucose on another device. The patient could not recall the time of day of this test was performed or what her blood glucose readings were prior to the alleged high reading. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient did not have control solution to check the subject meter and test strips. Replacement products were sent to the patient. Since it is not known when the alleged inaccuracy issue first began with the subject meter, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury while testing on the subject meter and received treatment for severe hypoglycemia after the alleged product issue began.